Event description:
It was reported that the patient was experiencing loss of coverage due to lead migration despite reprogramming attempts. It was also stated that the patient was experiencing increase discomfort at the lower back and the patient was frequently charging the implantable pulse generator (ipg). The patient underwent a procedure wherein the spinal cord stimulator (scs) leads and the implantable pulse generator (ipg) were replaced. The patient was doing well postoperatively and the explanted devices will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5122841, UDI: (B)(4). Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 350507, UDI: (B)(4).